Manufacturer narrative:
The autopulse platform (sn (B)(4)) involved in the reported complaint will not be returned for evaluation because the customer cleared the reported user advisory (ua) 45 (not at "home" position after power-on/restart) error message followed by different user advisories (ua19 (max applied load exceeded) or ua12 (lifeband not present), or ua06 (max battery temperature exceeded) messages) by following the instructions provided by the zoll personnel. After clearing the error message, the customer tested the autopulse platform, and it worked as intended. Therefore, service was not required to be performed by zoll. The autopulse platform was placed back in service for clinical use. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the autopulse user advisory list, user advisory 06 indicates that the battery's internal temperature is too high. The recommended actions for this type of user advisory are removing the battery from the autopulse and allowing it to cool, inserting a new battery in autopulse, and then restarting. User advisory 19 indicates that the load plate has detected too much weight being applied. The recommended actions for this type of user advisory are: ensure the patient/manikin is aligned correctly and then restart. Per the battery hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not installed correctly. The recommended actions for this type of user advisory are: ensure that the band clip (underneath the device) is seated correctly in the driveshaft and can freely rotate after insertion.

Event description:
When replacing the lifeband during the shift check, the autopulse platform (B)(4) stopped after performing a few compressions. Upon restarting, the autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart). Following ua45, the autopulse platform continued to switch from one ua to another (ua19 (max applied load exceeded) or ua12 (lifeband not present), or ua06 (max battery temperature exceeded) messages). The customer was able to clear the error messages with the help of the zoll tech support personnel via phone. The autopulse platform was placed back in service for clinical use. No patient involvement.